Event description:
It was observed that during the device inspection, the colonovideoscope air/water-tube and air/water-cylinder exhibited foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. Although we confirmed that foreign material adhered to the air/water cylinder and channel, we could not identify the material. We presume that wear of flexibility adjustment mechanism o-ring caused leakage, which made it impossible for reprocessing to be conducted properly. As a result, foreign material could not be removed. Due to wear of the flexibility adjustment mechanism o-ring, water tightness is lost. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿IFU states detection methods in cf-hq1100dl/I operation manual chapter 3: preparation and inspection. IFU states preventive measures in cf-hq1100dl/I reprocess manual chapter 5 reprocessing the endoscope.¿. Olympus will continue to monitor the field performance for this device.